Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-11288. Related manufacturer reference number 1627487-2019-11290. Related manufacturer reference number 1627487-2019-11289. It was reported that during a lead revision procedure, one of the patient's leads fractured inside of the ipg header. Surgical intervention explanted and replaced the fractured lead. Surgery addressed the issue. Note: it is unknown which lead is associated with this issue; therefore, all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-11288, 1627487-2019-11290, 1627487-2019-11289.

Manufacturer narrative:
Patient's weight was added.

Event description:
Related manufacturer reference numbers 1627487-2019-11288, 1627487-2019-11290, 1627487-2019-11289.